Manufacturer narrative:
(B)(4). Insulin pump¿s history and trace files downloaded successfully using thus software. Constant pump error 38 alarms noted during rewind. Unable to perform displacement test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on (B)(6) 2022 at 10:00:48.000. Insulin pump was cut open to perform visual inspection and found no moisture damage . Motor was tested using the ngp system board test outside of the device and no alarms noted during testing. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. Constant pump error 38 alarms was found in the pump history/trace files. Cosmetic damage confirmed at the battery tube threads and case-corner of belt clip rails. Cosmetic damage at retainer ring was not confirmed, however, other cosmetic damage was noted. Constant pump error 38 alarms was found in the pump history/trace files, problem isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked that was splitting the battery compartment. The retainer ring had no damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Additional information: the insulin pump was returned and analysis was performed.